Event description:
During follow-up, additional oversensing episodes were noted. The device was reprogrammed and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes were noted due to noise on the right ventricular lead. The physician reprogrammed the device and will continue to monitor the patient by follow-up. The patient was in stable condition.